Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she has had issues with the sensor giving inaccurate readings. The sensor will read low blood glucose of 65 mg/dl, then it will trigger the threshold suspend feature on the insulin pump. Then she checked her blood glucose and it was 275 mg/dl. Troubleshooting wasn't performed for the inaccuracy. The customer stated she was unaware the insulin pump was suspended for two hours, so her basal rates were not administered. Troubleshooting wasn't completed due to the insulin pump alarming change sensor. Customer then declined further assistance and replaced the sensor. Customer is not returning the sensor for analysis.